Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The surgeon dr (B)(6) has reported the following to business support manager (B)(4): they were not able to loosen rasp from handle ((B)(4) right) during surgery. They had to loosen it manually. No adverse effect on pt or outcome.